Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm, a33 alarm, rewind and download due to unresponsive button. No button error alarm during testing. No frozen screen noted during test and time clock advances properly. No unexpected rainbow screen anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. There was rainbow effect on screen, diminished battery life when downloading, random no delivery alarms, extremely hard buttons to push, insulin squirts when priming, loud grinding noise when rewinding, plastic chips off every time changes reservoir, clock is always off by minutes, screen light shuts off when checking dosing. The troubleshooting was not mentioned. The product will not be returned for analysis.